Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer¿s blood glucose level, falling within the normal range. The customer received instructions from technical support on resetting the pump, successfully resolved the issue, and was advised to continue using the pump with guidance to report any recurring malfunction codes.